Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the trapezoid rx basket was unpacked and the handle was found detached. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the trapezoid rx basket was unpacked and the handle was found detached. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx was analyzed and a visual inspection noted that the thumb ring was broken from the handle. The handle shows coincident marks that indicate proper assembly during manufacturing process. Marks in the plastic indicate that it was submitted to tensile and/or compressive force(s). No other issues were noted. With all the available information, boston scientific concludes that probably during the preparation of the device the thumb ring could have received tensile and/or compressive force(s) applied; breaking of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Additionally, marks observed in the section of the handle where the thumb ring was located indicates that the device was submitted to tension forces. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.